Event description:
The customer reported that the system would take x-rays without the foot switch being pressed. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an on-site investigation. The reported issue could not be duplicated. The foot switch was replaced the x-ray lamp was fixed during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.